Manufacturer narrative:
Film analysis summary: the reported left limb migration out of the left common iliac artery was confirmed. The exact cause of the migration could not be determined; the anatomy at implant is unknown and earlier post-implant films were not provided for comparison. However, this appears most likely to have been anatomy related due to disease progression with iliac artery dilatation. There was also possible vessel morphology changes as evidenced by the severe limb tortuosity of the migrated contra limb, and moderate infrarenal neck angulation. It is also likely that there was associated sac pressurization from the left limb migration as well as from the marginal distal seal on the right iliac, which may have all contributed to potential aaa expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that CT 3 years later showed that the left limb had migrated back. As per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored.